Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian that the patient developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours. Patient reported the infusion site to have a purulent discharge hurt and was "burning hot". The patient also reported their blood glucose levels reached 33.3 mmol/l (599.4 mg/dl) at the time and was experiencing nausea and a headache. The patient's legal guardian treated the hyperglycemia with manual insulin injections and called their doctor and received a prescription for flucloxacillin (sugar-free) 125 mg, 4 times a day. The patient's legal guardian also reported that they put on a dressing and tried to extract as much pus as possible from the infected site. The pod has been discarded.